Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an unknown error message and was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was observed and attributed to a damaged electrode connector harness. It was determined that the damage was due to an attempt to remove pads that were installed incorrectly. The electrode connector was repaired to resolve the report. After testing, the report was cleared. The device was recertified and returned to the customer. This report has been attributed to user installign the pad connector to t device in reverse. It is also noteable to mention that a significant amount of force is required to create the damage observed at zoll. The device is designed to alert the user when pads have been installed incorrectly and also has color coding on the connector to ensure proper orientation with the color scheme on the device connector. The pads led located above the pad symbol lights up to alert the user that pads are not connected properly (this information can be found in the g3 AED guide). Analysis of reports of this type has not identified an increase in trend.